Event description:
It was reported that pump experienced malfunction with no notable events occurred before malfunction. There was no reported adverse impact to the customer's blood glucose level. Customer, with guidance from technical support, reset pump following provided instructions, continued using pump afterward, and was advised to call back if malfunction code appeared again, which customer acknowledged and understood.